Event description:
It was reported that the patient presented to the emergency room after hearing the alert tone on their device. The right ventricular lead had increasing threshold and impedance and decreasing r-waves. The lead trends indicate the increase in impedance has been very gradual over the last year and the alert was triggered for high superior vena cava (svc) impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2006; 4193 implantable pacing lead (B)(6) 2006. (B)(4).